Manufacturer narrative:
There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction.

Event description:
Consumer alleges leaving the heating pad on and unattended while using the bathroom after she lain upon the product on her sofa. Consumer alleges the heating pad caught on fire causing property damages to her sofa, comforter, and pillow. There was not a report of serious personal injury with this incident.